Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked at the dispense port when spiked. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between december 7, 2023 ¿ december 8, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.